Event description:
The explanted devices were reported to have been discarded by the explant facility.

Event description:
It was reported that a vns patient was referred for battery and lead revision. Systems diagnostics resulted in high impedance and the battery was at near end-of-service condition. The device was programmed off (B)(6) 2017. The patient had reported being woken up in the middle of the night, approximately two months ago, by an extreme pain in his left neck, that felt like a "huge punch, like a shock" for approximately one minute. Additional relevant information has not been received to-date. Full revision occurred (B)(6) 2017. The explanted devices have not been received by the manufacturer to-date.